Event description:
Customer's wife reported customer receiving a reading of 129 mg/dl on his adc blood glucose meter. In addition, customer was using an expired test strips. Caller reported customer subsequently experiencing sweating, nausea, fever, and lightheadedness. Customer was seen in the health care facility and his blood glucose level was tested with their (hcp) meter and received a reading in the range of 400 mg/dl. Customer was diagnosed with hyperglycemia and hypertension. Customer was admitted in the intensive care unit (ICU). Customer's blood glucose level was being monitored and insulin was being administered subcutaneously 3 times a day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.